Event description:
Patient reported "collapsed" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient additionally reported right side "noticeably shifted¿, ¿can see dents in them¿, ¿they look terrible¿, and ¿not happy with appearance¿.